Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign at the distal end could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device reprocessing information was reported, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be prevented by following the instructions for use sections below: cysto-nephro videoscope olympus cyf-vh olympus cyf-vhr reprocessing manual reprocessing survey info: - the device has been reprocessed as per IFU before return. - the detergent used was an enzymatic type suitable for this type of instrument. Olympus will continue to monitor field performance for this device.

Event description:
The cysto-nephro videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the distal end had foreign material on the biopsy channel exit. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and as part of the asset return process in addition to the reportable findings documented in b5, non-reportable findings are as follows; connecting tube had a dent; video cable had coating peeling; universal cord was deformed; and the video connector and video connector case both had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.